Event description:
Unit burned patients. The device evaluation report indicated that no damage was found the unit and lead channels are in like new condition. Estim treatments are exact replications of the desired signals. The lead wires impedance measured to specifications, connections were not intermittent or open. Power level output was within tolerances. No errors occurred during treatment. Hi-pot and leakage current pass electrical safety testing. Leakage current and ground continuity have met specification requirements. The unit passed inspection. The waveforms appeared as normal, and the unit maintained normal functionality. No probable cause of an incident could be duplicated and the unit passes qc inspection.